Event description:
The user facility reported a water leak from their 16" century vacuum sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found a cracked sight glass on the steam generator. The technician replaced the sight glass and seals and returned the sterilizer to service; no additional issues have been reported.